Event description:
It was reported that the customer's insulin pump ran out of insulin and the customer did not receive a warning that the cartridge was empty. Customer checked the reservoir level because, he knew he was going to run out and he only had 8 units left. Customer's blood glucose level was 200 mg/dl. Customer had a programmed bolus of 16.2 units. Customer removed the infusion set from his body. Troubleshooting was performed and customer was assisted in resetting the fixed prime to the correct amount. It was explained that back pressure was needed to produce the alarm. Customer was advised to monitor the pump. Pump passed the high pressure test. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.